Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The radiolucent arm screws were returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned screw had been broken off just below the handle. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the stealth air screw was damaged. No patient was present at the time of the event.